Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation reveals the distal end of the screw is broken, confirming this complaint. When inspected under magnification, the screw revealed no structural anomalies that could have contributed to this failure. Although a definitive root cause cannot be discerned for this failure, in the past it has been observed that this type of screw breakage at its distal end, is a result of excessive torque applied during insertion or off angle insertion into the bone hole. A non-conformance search was performed for this product code (B)(4), lot 3860681 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the knee, it was observed that the biointfx 6-8mmx30mm tpr scr 2nd device broke into two pieces. According to the reporter, the surgeon heard the screw cracking. , a new screw was used. The broken screw was removed and a new screw was used to complete the procedure with a delay of four minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.